Event description:
The user facility reported on a medwatch that the mayfield head clamp with pins was applied to the pt's head per the neurosurgeon for a surgical procedure. The skull clamps slipped on the left occipital region creating approx a 1.5 inch laceration which was stapled closed.